Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s wife stated the patient received an urgent low alert on the receiver and based on the cgm reading, the patient ate a sugarless cookie and 6 glucose tablets. After treatment, the patient was sitting and watching television and stated the cgm alerted the patient with a value over 400mg/dl so the patient took insulin. The patient does not remember what happened after taking the insulin because they passed out. The patient¿s wife indicated that the patient was admitted to the hospital on (B)(6) 2018. At the time of contact, the patient was doing good but was still in the hospital. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.